Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter caps and blood port caps. The fibers were wet with evidence of blood exposure: the fiber bundle was streaked with blood. Coagulated blood was noted between the cavity ID end screw flange and the potting cut surface. Gross visual examination of the sample did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The reported complaint is a confirmed fiber leak due to a short fiber found at the non-cavity ID end. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from both potting cut surfaces. The cavity ID end leak was noted at approximately 140 degree and the non-cavity ID end lead was noted at approximately 160 degrees (measurements were approximated by the complaint investigator with the dialysate ports at 0 degrees). The dialyzer failed at an airflow rate of 91.44 cc/min. Further examination of the fiber bundle identified a short fiber on the non-cavity ID end which corresponded in location to the leak noted during bubble point testing. The source of the cavity ID end leak was unable to be isolated (possibly due to cauterization) by the complaint investigator. No other damage or irregularities were noted. The inferior surface of both polyurethane potting ends were examined for voids: no voids were observed. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visible. Blood test strips were used and tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 250 ml. No adverse effects were experienced by the pt and no medical intervention was required. The pt completed treatment with a new set-up on a different machine. The sample was returned for manufacturer evaluation.